Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the independent medical review of the short video and two procedure images that were included in the complaint. The review was completed on (B)(6)2023. The procedure images and the video included in the complaint underwent independent physician review. The assessment is documented below. ¿there is a clear description of the events that happened. Even though there were multiple versions of the stent and the microcatheters used, there seems to be a recurrent problem with the advancement of the materials. This is visible on the video footage that was shared. Here, the posterior genu of the internal carotid artery shows irregularity and the microcatheter does not seem of a consistent diameter. This may be due to atherosclerotic changes in this region, leading to external compression, or due to the irregularity, the microcatheter rotating in this part of the anatomy and causing a narrowing of the lumen. This can be checked by having the catheter send back to the r&d team. The coil issue may be due to the same problem and the force that was needed to overcome the microcatheter stenosis may have caused the premature detachment. This event may, however, be totally independent since premature detachment is, although rare, a known occurrence.¿ physician name and date reviewed: (B)(6) md, (B)(6) 2023. This is one of 6 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00443, 3008114965-2023-00444, 3008114965-2023-00445, 3008114965-2023-00446, 3008114965-2023-00447, and 3008114965-2023-00448. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission, is to report that the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted, once the product investigation has been completed. This is one of 6 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00443, 3008114965-2023-00445, 3008114965-2023-00446, 3008114965-2023-00447 and 3008114965-2023-00448. The manufacturer will submit, a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting a 10mm right internal carotid artery (ica) terminal aneurysm that commenced at 09:00 am on (B)(6) 2023, a 150cm x 5cm prowler select plus microcatheter (606s255x / 31007920) was placed at the target location. The complaint device, a 4mm x 23mm enterprise 2 stent (encr402312 / 7469249) was impeded in the distal end of the microcatheter and could not pass through; after several attempts, it still failed. The physician retracted the stent and switched to a new stent, a 4mm x 30mm enterprise 2 stent (encr403012 / 7442514) and encountered the same issue. The physician replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter (606s255x / 30954486) and re-delivered the second stent (4mm x 30mm enterprise 2 stent (encr403012)), and the stent was still impeded in the microcatheter at the same location. The physician replaced the microcatheter again using another 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown), however, the stent was still unable to pass through the microcatheter. It was then reported that during the process of filling the aneurysm with coil, a 10mm x 30cm orbit galaxy complex fill coil (640cf1030 / lot# unknown) became prematurely detached and approximately 2mm of the coil remained outside the aneurysm. It was reported that the physician ¿used the microcatheter to fill the aneurysm with the remaining 2mm of coil and continued to use seven (7) coils (other brand) to fill the aneurysm and completed the procedure at 4:10 pm. The patient was reported to be in stable condition. There was no report of any negative patient impact at the time of complaint initiation. On 10-jul-2023, additional information was received. The additional information indicated that the first stent used was the 4mm x 23mm enterprise 2 stent (encr402312 / 7469249). Per the additional information, there were only three sizes of stents (23mm, 30mm and 39mm) in hospital during this procedure, therefore, the length of the stent was changed from 23mm to 30mm. When the stents were removed from the patient, they were still on the delivery wire. It was not known which was the first, second, or third microcatheter used. A continuous flush had been maintained through the microcatheter. For each of the three microcatheters, there were no visible kinks or other damages noted on them. The lot number for the 10mm x 30cm orbit galaxy complex fill coil (640cf1030) was 30683884. The information reported that all three of the microcatheter were used to deliver the enterprise 2 stents, the coil was delivered by an echelon¿ 10 microcatheter (medtronic). The embolic coil did not become prematurely detached at the detachment zone. The physician used the microcatheter tip to push the remaining 2mm of the coil back into the aneurysm. No other information could be obtained related to this step. Per the additional information, after the cerenovus coil detached prematurely, the physician filled the aneurysm with competitor coils. Then ¿at last, the physician used the microcatheter tip to push the remaining 2mm back into the aneurysm.¿ the procedure started at 9am and was reported to be completed at 4:10pm, per the additional information, the procedure did last 7 hours and 10 minutes; it was initially projected to be a 3-hour procedure. No other stents were used after the two enterprise stents. The procedure was prolonged due to the reported issues, but no further information could be obtained related to the procedure extension and if it was clinically significant. There was no negative patient impact. It was not known if the patient¿s hospitalization was also prolonged due to the reported issue. The complaint also included two (2) procedure images and one (1) short video of the procedure that will be reviewed by an independent physician.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7469249. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 6 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00443, 3008114965-2023-00445, 3008114965-2023-00446, 3008114965-2023-00447, and 3008114965-2023-00448. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. No damage was observed; all components were received in good condition. Further inspection was performed under a microscope, the delivery wire was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. The stent was observed in good condition, with no structural damage (i.e., no broken struts, no kinks). Residues of saline solution and biological material were found inside the introducer. Functional evaluation and analysis was performed with the two concomitant prowler select plus microcatheters that were returned. The microcatheters were flushed using a lab sample syringe. After flushing, the 4mm x 23mm enterprise 2 stent was introduced into the microcatheters and advanced without any resistance / friction when the stent passed through the tip area. The stent exited out of both microcatheter tips. As the functional test was performed without issues, the impeded condition encountered during the procedure could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7469249. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 6 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00443, 3008114965-2023-00444, 3008114965-2023-00445, 3008114965-2023-00446, 3008114965-2023-00447, and 3008114965-2023-00448. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.